Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was taken in for exploratory surgery on (B)(6) 2021. An x-ray revealed pump oriented in the pocket with the pump catheter tip facing south with catheter making a sharp bend northward to the area where it was tunneled to the spine. The physician suspected that therapy was being cut off because of the bend/kink in catheter. He opened the pocket, straightened the catheter and aspirated from the cap and was able to aspirate 4-5cc¿s from the catheter with no issues. He placed the pump back in the pocket and adjusted the pump orientation so that it would not cause a bend in the catheter and before closing the pocket he aspirated again going through the skin via the cap. He was able to aspirate an additional 2cc¿s from the catheter with no issues. He sutured down the pump and closed the pocket and catheter was primed. No portion of the catheter was replaced and the pump was not replaced.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 675.2 mcg/day) via an implantable infusion pump. It was reported that a pump replacement was performed of (B)(6) 2021 due to normal end of life. Later in the day the patient started experiencing increased spasticity. The patient spent the night at hospital for observations and continued experiencing increased spasticity throughout the day. A dye study was performed and it was unsuccessful. Surgery was scheduled for (B)(6) 2021. It was suspected that the catheter had a kink; imaging reflected a sharp bend at the catheter tip.